Event description:
The customer reported the system is displaying a low ma error. Fluoro and cine are not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but has not yet reported on evaluation results. (B) (4).